Event description:
It was reported to intuvie that, during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device needs a hex file. The pump was subsequently shipped to intuvie for evaluation. Upon investigation, the device was found to have failed the ground resistance test at 0.311ohms. The passing specification for the ground resistance test is < 0.1ohm. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that, during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device needs a hex file. The pump was subsequently shipped to intuvie for evaluation. Upon investigation, the device was found to have failed the ground resistance test at 0.311ohms. The passing specification for the ground resistance test is < 0.1ohm. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be component failure. The issue was successfully resolved by replacing the power filter. Reference to complaint #: (B)(4).